Manufacturer narrative:
Catalog number, UDI and 510k are unknown. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that, during use, the pump was alarming due to a blockage detected. The tubing was checked for kinks, blockages, and proper insertion of cannula. The tubing was replaced and the pump began to work again without any issues. No patient injury was reported.